Event description:
On 04/14/2009, the user facility reported to terumo cardiovascular (through verbal communication) that the (internal) impellers of a centrifugal pump (non-roller type pump utilized to propel blood through an extracorporeal bypass circuit) had become detached from their mount and would not permit the flow of fluids through the bypass circuit. It was reported that this event occurred during the set-up and priming of the bypass circuit and that there was no pt involvement since the bypass procedure had not yet been initiated.

Manufacturer narrative:
The suspect device (centrifugal pumphead) was received by terumo and was noted to be defective in that the impeller mechanism had become dislodged from it's internal mount. Because of the displacement of the impeller, fluid could not be moved through the bypass circuit. The noted event was detected prior to the initiation of the bypass procedure and associated labeling instructs the user to examine the device/circuit for evidence of deficiencies. At no time was a pt's health at risk as the suspect device did not allow the perfusionist to complete the circuit verification (as the device did not permit flow of priming solution). As stated, associated labeling instructs the user with respect to this issue.